Event description:
The deroyal suction liners were initially unable to support intermittent suction due to an improper seal with the suction regulators in the deroyal canisters, though continuous suction was functional. Biomed first assessed, suspecting a wall leak, but plant operations confirmed no wall issue. They found that properly sealing the liner top to the canister allowed intermittent suction to work. Multiple troubleshooting attempts included changing out suction machines, plastic canisters, liners, tops, and tubing.